Event description:
It was reported that during insertion the lens got stuck in the incision. The incision was enlarged to remove the lens. The inserter that was used during this event is reported under 1119279-2014-00100.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.